Event description:
Surgeon unable to remove ascent reprocessed harmonic ace 36e through cannula. Surgeon then removed cannula and ace 36e together. Cannula replaced with another one, ace36e replaced with lcs5l.